Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2015, the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure, with implantation of one mitraclip. The mitral regurgitation (mr) was reduced from grade 4 to grade 2. On (B)(6) 2016, the patient began experiencing dyspnea and an echocardiogram noted that the clip had detached from the posterior leaflet, remaining attached to the anterior leaflet. The mr had increased to grade 4. On (B)(6) 2016, a second mitraclip procedure was performed and 1 clip was implanted. The mr grade was decreased from grade 4 to grade 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effect of mitral regurgitation (worsening) and dyspnea as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which contributed to the user experience; however, this cannot be confirmed. The reported patient effect of mitral regurgitation (mr) was likely due to the slda and the reported dyspnea was likely a cascading effect of the mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.